Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and battery out limit alarm. The alarm occurred during normal use. Their blood glucose was 183 mg/dl at the time of the incident. Customer stated that the battery cap broke. It was still screwed in and batteries are still in it, but part of it had popped off. Customer advised to monitor the insulin pump and revert to back up plan. The battery cap will be replaced per battery out limit and failed battery test troubleshooting. The device will not be returned for analysis.